Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and pink and the battery compartment was cracked. This report is made based on results of investigation completed on 11/03/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: investigators performed rewind, load and prime steps with no alarms. The pump was opened and inspected the lead screw and motor drive assembly and there was no defect found. The battery compartment was cracked from the case seal to the grip. There was no moisture in the pump. The display was faded and pink. (B)(6).